Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported a filament was observed in a pt's eye following an intraocular lens implant surgery. An additional procedure was performed to remove the filament which was noted to have been stuck to the iris. During removal, bleeding of the iris occurred. Additional info has been requested.